Manufacturer narrative:
Company rep replaced the small diameter tubing between the o2 filter and sensor. Adjusted the volt power supplies. Tested, calibrated and safety checked unit to specifications.

Event description:
Customer reported an issue with the gas module ii, which may have impacted gas monitoring. No pt injury was reported.